Event description:
Victus received a complaint from a customer on (B)(6) 2010 reporting that 46 hours after initiating infusion of 5fu, the chemotherapy drug began leaking at the point where the secure-flow device attaches to the injection cap at the port line (mfg by another MFR). Note: the victus secure-flow device is mfg by (B)(4) and was cleared as accufuser under 510(k) number k003915. (B)(4).